Event description:
A (B)(6) male patient contacted zoll customer support to report check belt alarms. When prompted to reconnect the belt with the monitor, the monitor indicated that the belt was not making proper contact with the patient's skin by displaying red x's over all belt components. The patient was issued a replacement belt and monitor.

Manufacturer narrative:
Device evaluation summary: the source of the problem has been isolated to the patient's electrode belt. The monitor was fully functional. Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (check belt alarms / monitor displays red 'x' over all belt components) has been confirmed. Upon service investigation, there were intermittent communication and start up failures. The cause of the problem has been isolated to the distribution node pca board sn (B)(4). Root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective pca board. The patient received a replacement electrode belt.